Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified no additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20nxac003 indicated that (B)(4) drums of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac003 met release specifications. As of 12/03/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac003 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20nxac003 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). The total number of complaints for this lot met the threshold, however, due to the aforementioned CAPA, no other actions were taken. Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that they experienced low conductivity during treatment with a batch of citrasate. Upon follow up with the bmt it was reported he was asked to service the machine for the low conductivity. He does not recall the exact conductivity values, but the actual value was 0.4 ms/cm below the theoretical conductivity value. The machine never reached the threshold limits to trigger a bypass. The patient was able to complete their treatment with this batch. There was no adverse event nor medical intervention attributed to this event. All of the batches were discarded. The clinic was using naturalyte dry bicarb (unknown lot).